Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the touchscreen became cracked. The customer did not know how the touchscreen had become cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump, and has back up manual injections for continued insulin therapy.